Manufacturer narrative:
Internal insulation abrasion was noted at 36.0-37.5cm from the lead tip. The etfe coating was intact at this location.

Event description:
It was reported the patient received inappropriate therapy due to a suspected insulation anomaly. Low, out of range, pacing lead impedance was observed. The lead was explanted and replaced. The patient condition is fine.